Event description:
The customer reported that the collimators were stuck and the system was down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A connector on the power signal interface was replaced. The system was then found to be operating as intended.